Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed anon site investigation. The system interface board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.